Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the top of the battery cap was found to be damaged. Evidence of moisture corrosion was visible in the battery compartment.

Event description:
The pump was returned for investigation. Investigation revealed a damaged battery cap. This report is made based on results of investigation completed on (B)(6) 2013. There was no adverse event associated with this complaint.